Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a history of congestive heart failure and cardiomyopathy. Patient has expired and death was not related to the device, lead or the system. Primary cause was other cardiac and temporal cause and non-sudden and the cause of death is unknown. Rv lead end date was (B)(6) 2016 and remains implanted and inactive.